Manufacturer narrative:
Sensory medical has followed up on january 16, 20, & 30, 2025 requesting pictures, order information, and further details but no response has been received. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. Sensory medical could not conclude based on available information whether safety measures were used as required. There was no report of injury as a result of the event.

Event description:
The parent stated the zipper and lock comes off and the child escapes from the bed by breaking the zipper right off. There was no report of injury as a result of the event.